Event description:
Reportedly, data was missing on the second page of the remote report from (B)(6)2022. A pit was performed later on the same day and the associated remote report was complete.

Event description:
Reportedly, data was missing on the second page of the remote report from 16 february 2022. A pit was performed later on the same day and the associated remote report was complete.

Manufacturer narrative:
Please refer to the attached analysis report.